Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion; the device was unable to be interrogated. The device was explanted and replaced. The patient¿s condition post procedure was stable.